Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "one of power cords for our sapphire epidural pumps was ripped out of the wall breaking off the metal prong. These units have various prongs that slide in and out of the plug itself. Delay in therapy: unknown. Need for medical intervention: unknown. Death / serious injury: no."